Event description:
Rnet reported portential allerigic reaction to patient using duoderm cgr extra dressing. Customer went to ER on with "massive blistering and severe itching" directly under duoderm dressing.duoderm dressing was discontinued. Customer was treatment. Duoderm dressing was discontinued. Customer was treated with IV benedryl and topical steroid cream was applied to the affected area. Customer did not require admission to the hospital. A follow up call was made 1 month later to the rnet. Rnet reports the skin rash has resolved.